Event description:
Initial salicylate result of 61.1 mg/dl. Same sample repeated twice gave result of 2.4 mg/dl and <2.0 mg/dl. The initial result was reported. Patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.